Event description:
It was reported that during a da vinci-assisted simple-extraperitoneal prostatectomy procedure, a previously used sheath was found to be stuck on the instrument. The customer was able to recover all the pieces. The customer replaced the instrument in use and completed their case. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The sheath has not been received for failure analysis evaluation.